Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that after the switch is turned on the central control monitor (ccm), it displayed a "system computer needs service" message and would not continue to boot-up. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. Per the customer, they have reseated central control monitor (ccm) connector into the other receptacle but ccm gives same message. When reseated all the internal connections of the ccm, then it does not get power and the display is totally blank.